Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Additional information obtained indicated the device was explanted post-mortem and the cause of death was not related to the out of specification finding.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product ID# ss203b. The device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. (B)(4).